Manufacturer narrative:
Product analysis: the device remained implanted, therefore no product analysis can be performed. Conclusion: the device history record for valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction, etc.). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities, etc.). High gradient increase over time are typically related to patient factors such as, but not limited to, thrombus formation, calcification, patient pressures, and/or anatomical left ventricular outflow tract (lvot) obstruction, etc. In this case, it was reported that echocardiogram findings showed valve leaflet thickening with reduced leaflet motion. The presence of stenosis / high gradients can potentially represent the diminish of the expected maximum effective orifice area (eoa) of the device which can potentially translate into incomplete coaptation and / or restricted leaflet motion. The echocardiogram and imaging were not available and without a device return for analysis, the conclusive cause of the issues could not be determined. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately five years and three months following the implant of this transcatheter bioprosthetic valve, aortic stenosis was noted. Echocardiogram findings showed valve leaflet thickening with reduced leaflet motion. A gradient of 40mmhg was noted. There was no evidence of thrombus. It was reported that prior to the valve implant, the gradient was 49mmhg and following the valve implant at a depth of 8 millimeter (mm), the gradient reduced to 11mmhg. Five years three months and twenty five days post valve implant, a non-medtronic valve was implanted valve-in-valve and the gradient reduced to 8 mmhg. No additional adverse patient effects were reported.